Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were unable to turn their stimulation on and they were seeing a power on reset (por) screen. This happened after a regular recharging session on (B)(6) 2015. Due to this issue the patient had an increase in pain and had been getting less sleep. The patient had tried turning their stimulation on with both remotes. The patient was walked through clearing the por and they were able to turn the stimulation back on. The patient was indicated for chronic low back pain.